Event description:
It was reported that prior to starting a da vinci si surgical procedure, during setup the surgical staff noticed a frayed cable at the distal end of the fenestrated bipolar forceps instrument. The instrument was not used in the case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of frayed cable at the distal end is confirmed with the following clarification: cable is broken. The pitch up cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.